Manufacturer narrative:
A beckman coulter customer technical support specialist assisted customer troubleshoot over the phone. The cts reviewed calibration values. During call the customer indicated that the sodium electrode had not been replaced for several years. The cts advised the customer to replace the sodium electrode. The customer replaced the sodium electrode which resolved the issue. No further issue was noted after replacement. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported their unicel dxc 600 pro system generated false high sodium (na) patient results and quality controls (qc). The customer reported one (1) erroneous patient result outside of the laboratory and later amended. The customer did not provide patient data printout or demographics, and the exact number of patients affected is unknown. The customer only provided a verbal example for one (1) patient. There was no report of change to treatment, injury, or death associated to this event.